Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm problem isolated to the electronic assembly. The pump was received with scratched stained keypad overlay, missing display window cover, case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.